Event description:
The rn was contacted directly by the customer. Caller stated the surgeon squeezed the device, but it would not fire. Another was opened which was reported to be difficult to use. Surgeon had to use both hands to fire. Only the first device is being returned by the customer. There was no consequence to the pt.